Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a no delivery alarm. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarmed again for no delivery. Customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. He reported that insulin did exit the tubing. He was advised to run another prime and stated that the insulin pump again alarmed for no delivery. Nothing further was reported.